Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the customer received a "replace sensor" message from the adc freestyle libre 2 sensor and was unable to monitor glucose. The customer was unable to self-treat and required treatment of insulin (12 units, type unknown) by third-party. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor found to be in state 5 (indicating normal termination). The sensor was reprogramed to perform sim vivo testing (simulation of the electrical signal produced by the sensor tail) while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the customer received a "replace sensor" message from the adc freestyle libre 2 sensor and was unable to monitor glucose. The customer was unable to self-treat and required treatment of insulin (12 units, type unknown) by third-party. No further information was reported. There was no report of death or permanent injury associated with this event.